Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set cannula kinked after 3 hours of insertion. Insertion site was thigh. Blood glucose level was 480 mg/dl. Infusion had been used for 4 hours. Patient went to hospital and received treatment. Provide high blood glucose fluid and anti-nausea medication. Patient was released from hospital on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available